Event description:
Affected channels were seen at a follow-up integrity test. The user has severe developmental delays due to charcot marie tooth syndrome and also hits himself on the implant side. The performance with the device is difficult to asses due to severe developmental delays. The recipient was re-implanted on the (B)(6) 2020.